Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem was not confirmed or duplicated. An f-94 (configuration option settings check sum is not 0) alarm was identified during the alarm log and at power on self testing. The cause was a low battery. The battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had stopped (not further specified). The event was identified before use. There was no patient involvement. No additional information is available.